Manufacturer narrative:
The subject device is not available.

Event description:
The sticker was found on a usage book with a note "snapped". No other information was provided.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. There are many potential root causes for the as reported event, however a review and analysis of all available information cannot determined the exact cause for the reported coil break.

Event description:
The sticker was found on a usage book with a note "snapped". No other information was provided